Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an initial implant procedure. It was noted that the patient¿s anatomy was tortuous and made stylet insertion difficult. During procedure, several attempts were made to place the right ventricular lead. It was suspected that the stylet may have damaged the lead due to the excessive force the physician had to use to make the lead advance. Upon testing, the lead exhibited low, out-of-range impedance. The lead was removed and replaced successfully. The patient was fine throughout the procedure.